Manufacturer narrative:
1. DHR/bhr review lot#4109412 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum. 2. No defective samples and photos have been received for the complaint. 3. As the plant received similar complaints from other batch of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum the instrument department reported that when the product was punctured and the needle core was withdrawn, there was a leak from the isolation plug. This problem occurred in the rehabilitation department. The number affected was 4, the samples could not be returned, and no photos were provided. No green claim is required, no complaint response letter is required, and no complaint acceptance letter is required. Sales said: if you need to communicate with the director by phone afterwards, it is best to inform sales in advance.